Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit would not switch on.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to patient use, the cs300 intra-aortic balloon pump (iabp) unit would not switch on. There was no patient involvement.

Manufacturer narrative:
(Event site state): (B)(6). A getinge field service engineer (fse) evaluated the iabp and was able to verify the unit is not switching on. To fix this issue, the fse removed all the wiring connections from power supply module and front end board and reconnect them, after reconnecting all the connections machine get switch on. The fse also replaced the batteries because battery back up is not given. The fse then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.